Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that it feels like their stomach is going to come out of the their body and is going "boom boom". It was then confirmed that patient experienced diaphragmatic stimulation. The right ventricular (rv) lead was repositioned with some difficulty freeing up the lead. The rv lead remains in use. No further patient complications have been reported as a result of this event.